Manufacturer narrative:
Based on new information received, the device was being set up for use with no delay at the time of the event reported. The reported issue was found outside of clinical use with no delay to patient therapy. Therefore, this complaint no longer meets reportability requirements. Per new communication received, the device was repaired and is back in service. Details regarding the repair was requested multiple times but have not been provided up to this time.

Manufacturer narrative:
Report date: 30aug2021.

Event description:
It was reported to philips by a customer that the unit had a non-resettable, active alarm and error messages. Patient involvement information is pending, but no patient or user harm was reported. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device and diagnostic report, the biomed was getting a non-resettable alarm and active error. The biomed was going to check the pin alignment from the solenoids to the da pcba. The rse provided the part ID for the da pcba and solenoids. It is unknown if any repair has been conducted in relation to the alleged complaint. Attempts to obtain further information are currently pending.